Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for abdominal aortic aneurysm with a left iliac artery aneurysm using a gore® excluder® aaa endoprostheses, a gore® excluder® iliac branch endoprostheses. Reportedly the patient had very tortuous anatomy. It was reported that after the final angiogram, there was sluggish flow on the left side and diminished pulses (1000-e:-other - explained in file). The physician decided to perform a cut down and endarterectomy. There was a dissected flap but the left femoral artery was patent. The next day an angiogram revealed one of the devices had compressed, but it is unknown which one (plc231000/18198471, ceb231210a/18065349, and hgb161007a/18007068). On (B)(6) 2018, the physician reintervened and attempted to use a pta balloon to open all three devices by inflating and dragging the inflated balloon up and down all three devices. The patient¿s blood pressure became unstable and the physician performed an open procedure, a fem-to-fem bypass. The pulses to the foot were better and the patient tolerate the procedure.